Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34; product lot/serial number na; product type: heart valves; implant date (B)(6) 2025; explant date product ID: lunderquist; product lot/serial number na; product type: guidewire. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a structural heart transcatheter valve procedure involving the 34 millimeter (mm) fxplus, there was difficulty inserting an 18fr sheath due to calcific and tortuous vessel anatomy. A dilator was used, and the sheath was eventually passed with the assistance of a non-medtronic guidewire (lunderquist). The evolut system was inserted, and the valve was successfully placed. Upon removal of the device, a final angiogram was performed, which showed bleeding in the leg. Manual pressure was applied for 20 minutes, but the bleeding did not resolve. A vascular surgeon was called, and surgical repair was required to address the bleeding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the delivery catheter system (dcs) did not cause the injury and the physician believes it occurred while inserting the sheath.